Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings. Keypad is fully intact, with no peeling or damage observed.¿ok¿,¿up¿,"down" and ¿contrast¿ keys respond. Keypad was removed to investigate,evidence of keypad contamination was located, under ¿contrast¿ and "down" contact button unrelated to the complaint, the .pump booted to the verify screen with dim pink contrast and visual inspection of "battery compartment¿ revealed, compartment crack at threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive button issue. The ok button has become intermittently unresponsive and requires multiple presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.